Manufacturer narrative:
Return of product has been requested. Product not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Pain-teeth [toothache]; 2 fillings came out-2 teeth on top left side [device damage]; it rattles and vibrates and is strong, harsh, like a jackhammer in the mouth, tooth pain when filling was removed - oral-b rechargeable toothbrush [injury associated with device]; it rattles and vibrates and is strong, harsh, like a jackhammer in the mouth - oral-b rechargeable toothbrush [device physical property issue]. Case description: the consumer, an adult female of unspecified age, reported spontaneously via phone call on (B)(6) 2017 that she used the oral-b power rechargeable toothbrush handle professional care 3756 and it took out her filling in (B)(6) 2017. She felt a coiling in the upper part of her mouth and felt that it was too harsh on her teeth. The consumer reported that it rattled, vibrated, and was strong. She described it as feeling like a jack hammer in her mouth. About a week and a half ago, she was brushing her teeth and suddenly she felt something wiry and coiled in her mouth. It was her fillings. She reported that the toothbrush knocked 2 fillings out of her teeth on the top left side. After the filling came out she had pain in her teeth that recovered when the nerve was removed in one tooth. She went to the dentist who started a root canal on one tooth and she will need filling in the other tooth. Additional treatment: antibiotics. She bought the brush in (B)(6) 2017 and it was her first power toothbrush. The case outcome was improved. Relevant history: none reported. Concomitant product(s): none reported. No further information was provided.